Event description:
It was reported to baxter (B)(4) that a patient experienced an overinfusion at home with a baxter lv10 infusor device. According to the reporter, the infusor was filled with vancomycin and sodium chloride (nacl). The total fill volume was 250 ml. The reporter stated that the patient was connected to the infusor on (B)(6) 2010 at 19:30, the next day, (B)(6) 2010, at 11:30, he observed that the infusor was empty. The reporter stated that the patient was carrying the infusor at the level of his waist in an isothermic pouch. There is no clinical consequences reported for the patient. No additional information is available.

Manufacturer narrative:
Additional narrative: the device is available for evaluation, per the customer, however, the device has not yet been received by baxter. Should the device or additional information be received, a follow-up report will be submitted. (B)(4).